Manufacturer narrative:
Disposed of.

Event description:
Revision surgery - due to the glenosphere disassociating from the baseplate.

Manufacturer narrative:
The reason for the revision surgery was the glenoid head disassociated from the baseplate. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product ncmr # 21889 associated with the glenoid head related to marks on the polished area and affected parts were reworked. (B)(4). A definitive root cause cannot be determined. Factors that can contribute to a glenoid head disassociation from the baseplate include soft tissue impingement, fluid on the taper surfaces, trauma and excessive loading of the shoulder prosthesis such as carrying heavy weight or carrying a heavy extended load and excessive range of motion (rom) and improper fixing of the glenoid head retaining screw. There are no indications of a product or process issue affecting implant safety or effectiveness.